Manufacturer narrative:
Patient age: patient not under 18 years of age.

Event description:
It was reported that the balloon burst. This ranger dcb otw 6.0 mm x 100 mm, 135 cm was selected for use in a percutaneous angioplasty procedure. The lesion was located in the superficial femoral artery (sfa) and was 85% stenosed with calcification. It was noted the balloon burst before it was inflated to the nominal bar. The procedure was completed with a different ranger balloon and there were no patient complications. The device is expected to be returned.

Event description:
It was reported that the balloon burst. This ranger dcb otw 6.0 mm x 100 mm, 135 cm was selected for use in a percutaneous angioplasty procedure. The lesion was located in the superficial femoral artery (sfa) and was 85% stenosed with calcification. It was noted the balloon burst before it was inflated to the nominal bar. The procedure was completed with a different ranger balloon and there were no patient complications. The device is expected to be returned.

Manufacturer narrative:
Patient age: patient not under 18 years of age. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ranger dcb otw 6.0 mm x 100 mm, 135 cm was visually and microscopically examined. Visual examination revealed no damage to the outer shaft, inner shaft, or balloon tip. Microscopic examination revealed a pinhole 35mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the clinically observed pinhole in the balloon.